Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 14 lp low profile balloon catheter was used in a peripheral angioplasty. It was reported that, the balloon ruptured. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: this is one of four pta balloon catheters that ruptured during the same procedure. The other balloons that ruptured during this procedure have been reported under mw (1820334-2017-03200) quantity of one and mw (1820334-2017-03201) quantity of two. Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The balloons are 100% inspected and verified prior to release. There is no information regarding the patient's human anatomy that may have contributed to the rupture. There is no information regarding the handling or preparation of the device. Additional information was requested but not provided. If the complaint device becomes available for investigation, the device will be evaluated and the file will be updated at that time. Based on the information provided, and the results of our investigation, and without visual, dimensional, and/or functional testing of the product; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.